Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the valve was malfunctioning. As a result, it was revised. Sales rep is attempting to obtain additional information about the case.

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 170mmh2o. The valve was visually inspected and no defects were noted. The valve was irrigated with purified water, no occlusion was noted. The valve was dried and leak tested. No leaks were noted. The valve was reflux tested and passed the test. The valve was tested for programming and passed the test. The valve was then pressure tested and passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined as no problem was confirmed. The valve functioned. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.